Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during a laparoscopic anterior resection procedure, the device was loaded, and ready to use. During firing, the surgeon found that not all staples were formed, so they changed the device to continue. As a result of the difficulties encountered with this device, the procedure was prolonged ten minutes. There were no adverse consequences for the patient. Additional followup: on what tissue type was the device used? Unknown. At what location on the tissue? Unknown. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) - 1st/2nd. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? No. If so, when? N/a. Were any of the forces higher or lower than expected (closing, firing, or opening)? Lower on starting to fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.